Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer reported that their device was continually rebooting itself and would not stay powered on. There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the device and was able to duplicate the reported issue. After thorough testing in the failure analysis center, the cause of the reported and observed issue could not be determined. The customer received a replacement device.